Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has had issues with quick serter. The customer stated he had blood at site when taking out his set. Customer has been having issues with serter. The customer's blood glucose was 500mg/dl. Customer stated this occurred when he removed the set and it caused bleeding. The customer indicated he believes the serter is not working correctly. The issues were not resolved by reviewing proper use of the serter and advised to return he device.